Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the scs ipg site. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg pocket was revised and the ipg was placed deeper inside the pocket. The issue reportedly, resolved.

Manufacturer narrative:
The date of surgical intervention to revise the ipg pocket site was inadvertently reported as (B)(6) 2018. The correct date is (B)(6) 2018. PMA/510k: the PMA number was inadvertently reported incorrectly in the initial report. The correct PMA number is included in this report. Common device name and device product code: the common device name was inadvertently reported incorrectly in the initial report. The correct common device name and device product code included in this report.